Event description:
It was reported that during a stenting treatment procedure there was difficulty deflating the stent delivery balloon. The 70% stenosed lesion was located in the mildly tortuous and mildly calcified proximal to mid left circumflex (lcx) artery. The lesion was pre-dilated with a 2.5x30mm apex balloon catheter and then the 2.50x32mm promus element stent delivery system (sds) was advanced to the lesion. Device deployment began at 2 atms, and was then inflated to 8 atms after 5 seconds, and deployed at 8 atms after 15 seconds. The physician then attempted to deflate the balloon with the (B)(4) inflation device and was unable to deflate the balloon. After several attempts and 10 seconds the balloon fully deflated and was removed intact from the patient. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified that the stent of this device was not returned. The balloon was partially inflated and full of solidified contrast media, therefore indicating that the device had been prepped for use. The device was connected to an encore inflation device and was inflated as per the directions for use (dfu). The balloon was deflated in 7 seconds. The lumen was kinked along it's entire length. The tip section of the device were visually and microscopically examined and no issues were noted with it's profiles that could have potentially contributed to the complaint incident. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure there was difficulty deflating the stent delivery balloon. The 70% stenosed lesion was located in the mildly tortuous and mildly calcified proximal to mid left circumflex (lcx) artery. The lesion was pre-dilated with a 2.5x30mm apex balloon catheter and then the 2.50x32mm promus element stent delivery system (sds) was advanced to the lesion. Device deployment began at 2 atms, and was then inflated to 8 atms after 5 seconds, and deployed at 8 atms after 15 seconds. The physician then attempted to deflate the balloon with the (B)(4) inflation device and was unable to deflate the balloon. After several attempts and 10 seconds the balloon fully deflated and was removed intact from the patient. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).